Event description:
Physician found barrel of huber needle separated from plastic wings and hub. This resulted in the port being open to air which could have resulted in an air embolism, or infection.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.device not serviced in accordance with service schedule. No data - regarding date last serviced. Service provided by: invalid data. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, telemetry failure, invalid data. Conclusion: device failure occurred and was related to event, device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor, use of all similar devices stopped temporarily. The device was destroyed/disposed of.